Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac.t 5 cap piercer analyzer was giving a drain sensor timeout error while running controls. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to replace the rinse filter and run a system reset cycle. Customer reported that while replacing the rinse filter, a tube leading from one of the baths to the valve located below came loose and liquid spilled onto the white tray at bottom of the instrument. Customer reported that the spill was contained within the instrument and did not spill on the counter. Customer reported that they secured the tubings and cycled the instrument again without any spills or system errors.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).